Manufacturer narrative:
(B)(4). PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unspecified procedure via the scarred groin access, the micropuncture transitionless access set sheared upon removal. The physician was able to remove the device while maintaining wire access. The procedure was successfully completed. No part of the device was retained by the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, and quality control was conducted during the investigation. The complaint device was not returned for investigation; however, a photograph of a separated micropuncture transitionless access set was provided. Additionally, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. Since the device was not returned an thorough analysis of the device to determine the cause of failure could not be performed. Therefore, based on the information provided, no product returned, and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.